Event description:
It was reported that the pump does not recognize the filled cartridge during the load step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number - 2531779-03/24/2010-003-r. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the pump history. During testing, the pump failed to recognize the cartridge during the load step. The force sensor was found to be out of calibration, and the resistance measurement was found to be out of specifications. There was evidence of contamination found on the force sensor assembly.